Event description:
There was no patient involved in this event. The device malfunctioned because it issued a device service required warning. A device emitting this warning message has identified a fault with the device and if left undetected could result in the failure of the device to deliver therapy if required.

Manufacturer narrative:
There are two dates recorded on the returned pad device, 4th and 5th december 1969 which indicates a problem with the real time clock. The coin cell which supplies power to the clock was tested and no fault was found. The real time clock date and time had become corrupted sometimes after dispatch on (B)(4) 2011 for reason unk. It was not possible to replicate the problem. The customer was alerted to the fault at installation. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.